Manufacturer narrative:
This report was initially submitted following notification from a customer in canada a misidentification of a mold isolate as candida lipolytica in association with the vitek® ms instrument (ref. (B)(4)) ¿ serial number (B)(4). The misidentification was obtained from the spectra having a lower number of peaks (56). According to the testing data provided, the misidentification was a low identification score (-0.36), which is the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The raw data analysis shows that the sample ¿all peaks¿ values are heterogeneous. They vary between 56 to 116. This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator). The customer made four (4) tests and 3 out of 4 gave a no identification result. By reprocessing the customer data with vitek ms knowledge base (kb) v3.3 (under development), spectra obtained a no identification result. Based on these findings, it could be a species not present in the vitek ms kb v3.2. The customer has to confirm the identification with reference method (sequencing). For cases of ¿no identification¿ test result, the customer has to follow the process described in the vitek workflow user manual. In addition, the following system limitation is mentioned in the vitek ms v3.2 kb user manual: ¿* testing of species not found in the database may result in an unidentified result or a misidentification.¿ the root cause of this event is non optimal spot preparation, and system limitation (specie not in the kb).

Event description:
On (B)(6) 2020, a customer from (B)(6) notified biomérieux of a misidentification of a mold isolate as candida lipolytica in association with the vitek® ms instrument (ref. 410895 ¿ serial number (B)(4). The customer stated he isolated a mold on sda plate. The morphology of the mold was confirmed with a microscope, so the customer followed the extraction protocol for molds. The result obtained by vitek® ms was candida lipolytica (99.9%). Candida lipolytica is a yeast that does not match the organism observed on the plate. There is no indication from the customer that this event led to a delay of result or impacted the patient state of health. A biomérieux internal investigation has been initiated.